Manufacturer narrative:
Follow-up #1: date of submission: 04/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2016 with the following findings: during investigation, the pump powered on with the audible alarm and vibratory alarm operating properly. The pump completed the sound test and was found to be within specifications. The complaint of dual alarm issue was not duplicated during testing. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had no vibratory function and emitted only quiet sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.